Event description:
Healthcare professional reported, right side "partial deflate". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation visual analysis of the returned device identified, flat creases and partial delamination of valve. A leak test and microscopic analysis was performed which identified, partial delamination of valve. Based on the device analysis, the final assessment is: partial delamination of valve assessed, as adhesive failure.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "partial deflate".

Event description:
Healthcare professional reported right side "partial deflate". Device has been explanted and replaced.